Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have dislodged at the patient's one week post-implant follow up as confirmed by x-ray. It was noted that r-wave sensing had decreased from 10mv to 3mv. A revision procedure was performed wherein the lead was repositioned without consequence. No additional adverse patient effects were reported. This lead remains in service.